Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a power issue.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the battery was discharged due to lack of a power supply. Once the ac power supply was attached to the device, the battery was charged, and the device returned to full functionality.